Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. An actual photo of the product was examined, but it still didn't show clearly the exact leakage location. Trend review performed on this code revealed that no other similar complaints were reported in the past twelve months. Baxter will continue to monitor similar reports to determine if further actions are required. Batch file review did not reveal any issues related to this complaint.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, a picture has been taken of the sample for evaluation purposes. Once the evaluation has been completed, a follow-up report will be submitted. Additionally, if additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set that has a tear in the tubing below the drip chamber. This reported condition occurred during patient-use during a gravity blood transfusion. The set was covered with blood. There were no reports of patient injury or medical intervention. No additional information is available.